Event description:
It was reported that pump malfunction occurred without any notable events beforehand. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by correction insulin injection using multiple daily injections and did not require assistance from third parties. Technical support assisted customer with resetting pump, confirmed malfunction did not recur after reset, advised that pump use could continue, and instructed customer to call back if malfunction happened again, which customer acknowledged and understood.